Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer cleared the alarm and performed the self test. The customer cleared the alarm and performed the self test. The customer stated that the device gave insulin without programming a bolus and his sugars dropped from 214 mg/dl to 120 mg/dl in twenty minutes. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.